Event description:
The patient reportedly developed otitis media and was prescribed antibiotics (type unk). Testing showed poor nri results. An xray showed full insertion of the electrode array. The patient is being evaluated for possible pe tube placement.